Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and fecal incontinence. It was reported that they were experiencing pain in the area where the implant was located. The patient mentioned that while visiting a chiropractor, the doctor massaged their muscles, causing a sharp pain. They were hopeful that this pain will subside. The patient also expressed that they expected the implant to be positioned lower, as its current placement causes discomfort. They feel the implant when sitting in certain chairs and also experience pain when lying down. The patient was advised to consult their healthcare provider (hcp) to further address these issues. They have an appointment scheduled with their hcp next week on thursday.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.